Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure with a 2.50x38 mm xience sierra stent delivery system (sds), the stent dislodged during insertion into the guiding catheter. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the stent did not dislodge during insertion into the guiding catheter, rather the stent struts flared. The procedure was to treat a calcified lesion in the circumflex artery. No resistance was noted during insertion into the guiding catheter. A new, same size xience sierra was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with this calcified anatomy during positioning of the device to the lesion causing the reported material deformation (stent). There is no indication of a product quality issue with respect to manufacture, design or labeling.